Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer¿s product has been requested for investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced dizziness, "clamminess", weakness, feeling hot, and a loss of consciousness. Customer was unable to self-treat and was treated with an insulin shot (dose/type unspecified) by a non-healthcare provider. Customer wife also contacted a healthcare professional by phone who instructed on how to increase insulin dosage, it was also reported a healthcare provider meter reading of 383 mg/dl was taken within an unspecified amount of time in relation to the medical event. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reader (B)(6) was returned and investigated. Visual inspection has been performed on returned reader and damage to the plastic channel retaining the pins of the usb port was observed. The damage was observed due to incorrectly inserted usb cable which results the port not functioning as intended. Due to the damaged usb port the reader was not able to be charged and so the reader did not turned on. The returned reader was de-cased and internal visual inspection has been performed. Liquid contamination was observed on the pcba (printed circuit board assembly). Unable to download reader data due to observed liquid contamination. This issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced dizziness, "clamminess", weakness, feeling hot, and a loss of consciousness. Customer was unable to self-treat and was treated with an insulin shot (dose/type unspecified) by a non-healthcare provider. Customer wife also contacted a healthcare professional by phone who instructed on how to increase insulin dosage, it was also reported a healthcare provider meter reading of 383 mg/dl was taken within an unspecified amount of time in relation to the medical event. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced dizziness, "clamminess", weakness, feeling hot, and a loss of consciousness. Customer was unable to self-treat and was treated with an insulin shot (dose/type unspecified) by a non-healthcare provider. Customer wife also contacted a healthcare professional by phone who instructed on how to increase insulin dosage, it was also reported a healthcare provider meter reading of 383 mg/dl was taken within an unspecified amount of time in relation to the medical event. No further treatment was reported. There was no report of death or permanent impairment associated with this event.